Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the maquet sheath. Four catheter tubing kinks were observed at approximately 36.8cm, 40.4cm, 57.9cm & 72.4cm from the iab tip. Additionally, the optical fiber was found to be broken at two locations approximately 13cm & 45.2cm from the iab tip. The optical fiber was found to be broken, confirming the reported alarm. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The treatment continued with pressure transducer. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The treatment continued with pressure transducer. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The treatment continued with pressure transducer. There was no reported injury to the patient.